Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available. A supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer declined any further troubleshooting.